Event description:
A report was received that the patient was admitted to the hospital for depression and anxiety due to pain. The patient will meet with their physician to address reported pain with reprogramming.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device remains implanted in patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that the patient was admitted to the hospital for depression and anxiety due to pain. The patient will meet with their physician to address reported pain with reprogramming.